Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, channel b of the device was programmed to deliver dobutamine at a rate of 6 ml/hr with a vtbi (volume to be infused) of 250 ml and the delivery was started. No further programming parameters were provided. The customer contact reported that within one hour, it was noted that 250 ml had infused. At this time, the patient was noted to have hypotension. The delivery was stopped and the patient was treated with an unspecified amount of noradrenaline. The device was removed from clinical service at a later unspecified time. There were no reported adverse patient sequelae. During testing at the user facility, the device delivered more than intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.